Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the procedure, after advancing the device to the target site, the oversheath was pulled back to expose the clip assembly; however, once exposed, the clip prongs were not able to be opened. The device was withdrawn through the scope, and then the procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine. This event has been deemed reportable based on the investigation results; clip assembly mashed onto the bushing which prevented its separation from the delivery catheter.

Manufacturer narrative:
(B)(4) for the evaluation finding of clip assembly failed to release from delivery catheter. A visual examination found that the device returned with the clip assembly mashed onto the bushing. The prongs were not locked into the capsule. Functionally, the clip assembly was not able to be opened, closed, or released from the delivery catheter. The reported event of clip assembly not able to be opened was confirmed. The evaluation revealed that the clip assembly was mashed onto the bushing which prevented it from being opened, closed, or released from the delivery catheter. The event likely occurred due to anatomical/procedural factors which limited the device performance; therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.